Event description:
It was reported to philips that the device the battery was unable to charge. There was no reported patient involvement.

Event description:
The customer contacted philips to voice concern about the availability of replacement parts. There was no malfunction of the device. There was no reported patient involvement.